Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. The customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned unit did not confirm the reported issue of no power. There is battery leakage residue on a flat battery contact, a battery spring is bent and the clear plastic film over battery diagram is peeling. Unit was tested a total of three times at five minute intervals and powered up each time with new batteries. Unit powers up and passes all functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Used of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. (B)(4).